Manufacturer narrative:
Literature citation: kenji kishimoto, ryosuke onoda, kenichi hirano, hidenori inoue and yoshimitsu osawa "balloon kyphoplasty in the treatment of osteoporotic vertebral collapse". (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 16 patients/18 vertebrae who were followed up for more than 4 months underwent balloon kyphoplasty from (B)(6) 2013 to (B)(6) 2014. As postoperative complications, 1 cement leakage into the spinal canal was observed.